Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter evaluated the device in question. A door not fully latched alarm was confirmed and reproduced. It was determined that the alarm was caused by a loose upper link screw. The link screw was adjusted during eval with device performing as expected. The link screw was replaced during the repair process.

Event description:
During baxter's functional testing, a spectrum pump alarmed for a door not fully latched alarm. Any pt involvement is unk, as this occurred during baxter's testing.